Event description:
The patient's demographics are unknown as well as pertinent medical history. The target lesion was the mid right coronary artery (rca). The vessel was not calcified, however it was mildly tortuous. Pre-dilation was conducted and a 3.5x18mm cypher stent was being inflated at the target lesion, however it was noted that the balloon would not inflate. The pressure would not increase and blood was pulled back into the balloon. When the physician examined the unit, leakage was observed at the proximal edge of the balloon. The stent was not expanded. There were no reported patient complications. Prior to use, the product was inspected and no abnormalities were apparent. The procedure was completed successfully.